Event description:
A (B)(6) result was obtained for a patient sample. The patient sample was retested using the advia centaur cp confirmatory assay and the result was invalid. Repeat testing was performed for (B)(6) and the results were (B)(4). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to (B)(6) results.

Manufacturer narrative:
A siemens technical application specialist (tas) was sent to the customer site. The tas suspected user error based on the investigation. Follow up with the technical solution center (tsc) also suspects user error but was not confirmed with the customer. The instrument is performing within specifications. No further evaluation of the device is required.